Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported via medwatch "registered nurse (rn) noticed blood was leaking from IV tubing. Rn stopped the infusion pump which had cefepime infusing at the time of the event. Rn disconnected the intravenous line (IV) tubing from the ivad and flushed the ivad with normal saline. Rn noticed the hole in the ivad tubing was just before the hub which connects to the microclave. Rn heparin locked the ivad and de-accessed from patient. The charge nurse and another nurse from the floor assisted in accessing the patient with a new ivad port. Device was saved."